Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and remained on. Subsequently, the battery depleted and the pump shut off. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose was 200-300 mg/dl. Customer continued to use the pump for insulin therapy.